Event description:
It was reported that, "the powerpicc solo 4fr fracture on ivab. PICC was in for 19 days. There were 2 suspected fracture sites. We thought that it was on the external kink about 1cm past securecath {external to the securacath}. Tested and assessed on monday and it didn't have any of the leaking as claimed. But tuesday leaking around insertion site upon flushing thus today's exchange. The fracture seem to be at 2 cm of catheter under the skin puncture site. Secured with securacath. Sub cut tissue infiltration with ertapenum. A new PICC was inserted for completion of therapy and routine blood tests. 12cm external length, fracture at 14-15cm mark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 15cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "the powerpicc solo 4fr fracture on ivab. PICC was in for 19 days. There were 2 suspected fracture sites. We thought that it was on the external kink about 1cm past securecath {external to the securacath}. Tested and assessed on monday and it didn't have any of the leaking as claimed. But tuesday leaking around insertion site upon flushing thus today's exchange. The fracture seem to be at 2 cm of catheter under the skin puncture site. Secured with securacath. Sub cut tissue infiltration with ertapenum. A new PICC was inserted for completion of therapy and routine blood tests. 12cm external length, fracture at 14-15cm mark.